Event description:
Customer reports the bed is showing an error code. The compressor does not turn on and if bed is unplugged code comes right back on.

Manufacturer narrative:
Customer alleged that the cable was damaged exposing bare metal wires. The account replaced the coil cable which resolved the service code error.